Manufacturer narrative:
Correction of information: d4 - serial number reported as (B)(6). Corrected to (B)(6). Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl 12.6, -10.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device, "large diameter".